Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested a warranty claim: mrx kit - lithium ion battery. There was no report of pt incident.